Manufacturer narrative:
The service rep I replaced the left leg stirrup and foot extension. System operates as intended.

Event description:
The customer found a problem with the left leg stirrup, foot extension, and the cross arm release button was broken. No patient injury.